Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing and met specification. Pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in france contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient obtained the blood glucose readings of 172 mg/dl and 220 mg/dl on the reported meter within 20 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient contacted his hcp for assistance/advice, and was advised to take 13 units insulin instead of 11 units. Troubleshooting revealed the patient's testing technique was correct, the meter was set to the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms, and the advice to take increased insulin correlated with the readings. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.